Event description:
Insertion post was hardly removable from insertion tool. Implant had to be removed. No other implant was placed.

Manufacturer narrative:
Insertion post was hardly removable from insertion tool. Implant had to be removed. No other implant was placed. The function of the insertion tool/insertion post has been checked. It is fully functional. The insertion tool used for the test held firmly in place in the insertion post. No product problem detected. The reason for the complaint is not comprehensible.